Event description:
Patient reported that, she had breast implants on (B)(6) 2007 and started having series of complications a week later. It started with burning sensation and pain which got worse. The pain became so unbearable that she requested for the removal of the implants and request was denied by her dr. Three months later, she became pregnant and implant dislodged. In the course of repositioning the silicone, she received lots of pain and scar tissue. She was told by her dr. That the pregnancy would help in reducing her pain. But it never happened. She had her baby in 2008 and was asked to wait until the breast milk was dry before the implants can be removed. I was told by my dr. That there is no problem breast feeding but turned out not to be true. My baby vomited with each breastfeeding as well as serious reflux noted. The dr was notified of these reactions but still says it is impossible to remove implant until breast milk is dry. In 2010/2011 I became very sick with swollen lymphs leakage and fungus (molds) around my breasts. To the dr, it might be my hormones. I then developed fibromyalgia and at this point I decided to have these implants removed in 2015. Patient says she feels a little better but still has the lymph nodes to be removed as well. She says the implants also caused her child to be permanently sick with chronic fatigue.

Event description:
Additional information received from the reporter on 03/30/2017, mw5063323. Patient was diagnosed with alcl on (B)(6) 2016.